Event description:
The report stated that during preparation for a radio frequency ablation procedure, a water leak happened at the connector of electrode knob and tubing after connecting to the generator and pump.

Manufacturer narrative:
Date of initial report: 11/29/2007. The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.